Manufacturer narrative:
(B)(4)

Event description:
It was reported by service report that the foot pad had a seam coming apart at the seam towards the mattress. The issue of fluid intrusion into the foot pad could not be confirmed. No pt involvement or adverse consequences are reported.